Event description:
It was reported by the customer that during setup to use unit for a procedure, the cs300 intra-aortic balloon pump (iabp) malfunctioned. No harm reported. "Check iabp catheter" alarm reported despite correct position. Upon initial inspection error message "electrical test fails code #50" (motor speed out of specification) has been reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that turned unit on and confirmed electrical test fails code 50¿, and compressor pump not running. Performed preliminary checks. Found compressor pump seized, and pump pressure head cracked. Replaced compressor. Product passed all functional and safety tests per manufacturer specifications. Unit cleared for use.

Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.